Event description:
A patient reprorted experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 69mg/dl, 344mg/dl, 300mg/dl. Tests were done within 10 minutes with a difference of 68%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "cust used a single finger stick 3 times".